Manufacturer narrative:
The company service representative examined the system and could not confirm or replicate the reported event. As a preventative measure, the footswitch was replaced. The system was then tested and met all product specifications. The system was manufactured on july 14, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the laser keeps going into standby mode after firing a few shots. Also reports a footswitch issue.